Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a post-operative x-ray showed the right ventricular lead had dislodged. The lead was repositioned. During the lead revision after the pocket was closed, three oversensed beats were noted which caused pacing inhibition. Manipulation of the pocket did not reproduce the issues and the following day, there was normal pacing impedance, threshold, and sensing as well. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.